Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy (medication, dose, programmed amount and programmed delivery rate unknown) at the main emergency department. It was observed that the device was "set to '999' and fluids were completed when the nurse entered the room'. The patient had received a total of 750 ml, which was not the intended volume of fluid. The reporter stated " it should not be dangerous and patient should be able to urinate any excess fluid". There was no known patient injury or medical intervention associated with this event. No additional information is available.